Event description:
During a single site cholecystectomy on (B)(6) 2023, the crocodile grasper was reported to not grasp when inserted. The instrument was removed from field and replaced with another crocodile grasper and tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.